Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. The device was not received for evaluation, and no photos of the failure were provided. Per the event description, the most likely cause(s) for the reported failure can be attributed to user error, improper bone preparation, misaligned insertion, or excessive forces through leveraging/prying the device. The method of bone preparation employed during the procedure and the bone quality encountered were not provided.

Event description:
It was reported that the anchor would not seat; the same site was used with a swivelock to complete the rcr.